Event description:
Resident was being transferred from a sanitas tub chair into an ambulift d. Two careproviders were assisting the resident. The 1st careprovider placed a sling underneath pt, then the sling was attached to the ambulift. The 2nd careprovider raised up the lift while the 1st careprovider held her hands over sling straps to ensure that they stayed on per facility procedures. The resident was aprox 27 feet from floor when 1st careprovider noticed the resident was slipping. He tried to catch her, but was unable to stop the fall. The resident was pushing on the pillar with her feet while lifting and her head fell toward the pillar. Pt suffered left fracture of the femur, bruising on the face, and abrasion to hip & back.